Event description:
It was reported that the lower shaft of the thoracic grasper instrument was noted to be torn prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported. The planned procedure was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found upon visual inspection that the distal end of the main tube had various scratch marks exposing light material. The area that was missing material measured aproximately .164 - .071 and .065 x 035 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.